Event description:
It was reported that during the explant procedure, the set screw came out of the implantable pulse generator (ipg) header and was damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.